Event description:
Intra-aortic balloon inserted in patient via right femoral artery during open heart surgery. After approximately 60 minutes the intra-aortic balloon pump alarmed, catheter kink, gas loss, low helium. Blood was noted in the gas line. Balloon was removed from patient and another balloon inserted. Additional follow-up reveals: the balloon had a hole. Evaluation of the balloon revealed a hole consistent with plaque abrasion. The leak was approximately 4 cm from where the catheter attaches to the balloon.